Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that the device had logged multiple event codes, which set the service wrench icon in the readiness display. The event codes that had been logged into the memory could not be duplicated during testing. The reported issue of the device not recognizing a patient connection, could not be verified. Proper device operation was observed through functional and performance testing. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device had a service wrench indicator in its readiness display. During device evaluation, physio-control observed that the device had logged multiple event codes into its memory. In addition, it was observed that the device intermittently did not recognize a patient connection and would not charge and shock defibrillation energy. There was no patient use associated with the reported event.